Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient had a cardiac arrest episode on the electrocardiogram (EKG) during a computerized tomography scan (CT scan). The device was interrogated, and it was noted that the implantable cardioverter defibrillator and the right ventricular lead failed to deliver shock due to under-sensing. Cardiopulmonary resuscitation and external defibrillation were successfully performed to break the rhythm. It was noted that the patient¿s electrolyte balance was extremely abnormal at the time. The device was explanted and replaced however, the lead was successfully repositioned. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-12980. It was reported that the patient had cardiac arrest on the electrocardiogram (EKG) during a computerized tomography scan (CT scan). The device was interrogated, and it was noted that the implantable cardioverter defibrillator and the right ventricular lead exhibited failure to deliver shock and under-sensing. The device was explanted and replaced however, the lead was successfully repositioned. The patient was in stable condition.